Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and to motor error. The customer's blood glucose unknown at the time of incident. The customer reported getting caught in the rain and the insulin pump alarming. The customer put in a fresh battery after the battery died and now has another alarm. The customer did troubleshoot the issue and was unable to clear the alarms. The customer reports fluid under the lcd screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart and motor communication error alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.